Event description:
It was reported that this atrial lead was removed due to infection. The lead was partially extracted; the tip remains in the patient. The lead was part of a non-boston scientific pacemaker system. No additional adverse patient effects were reported.